Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 185 events were reported for this quarter. Product return status: 15 devices were received. 151 devices were evaluated in the field. 2 devices were not available for evaluation. 17 device investigation types have not yet been determined. 185 devices were not labeled for single-use. 185 devices were not reprocessed or reused.

Event description:
This report summarizes 185 malfunction events in which the device had paint chips missing. 185 events had no patient involvement; no patient impact.

Event description:
This report summarizes 184 malfunction events in which the device had paint chips missing. 184 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 185 events were previously reported during the reporting quarter; however, 1 event was reported in error. 184 previously reported events are included in this follow-up record. Product return status: 28 devices were received. 153 devices were evaluated in the field. 3 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 185 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 184 previously reported events are included in this follow-up record. Product return status 30 devices were received. 151 devices were evaluated in the field. 3 devices were not available for evaluation.

Event description:
This report summarizes 184 malfunction events in which the device had paint chips missing. - 184 events had no patient involvement; no patient impact.